Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm and shortly after, an altitude alarm was received. The customer's blood glucose (bg) level was 175 mg/dl and insulin injections were used to address the bg level. The infusion set tubing was changed. The two alarms were cleared and insulin delivery was resumed.